Event description:
Dealer stated one of the clamps broke off the bottom of the seat. Dealer stated seat will no longer stay connected to the frame. Dealer stated end user was not in the chair at the time. No injuries.